Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the scs ipg site which was subsequently causing pain down his leg. As a result, surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted (reference MFR. Report #1627487-2015-06548 and 1627487-2015-06549).